Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - cause not established. H6 investigation findings: c22 - photo review. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture outside its packaging was received for analysis. Product code vcp493h. Additionally, a photo was provided and it showed some foils and one suture inside a plastic bag. Upon visual analysis of the returned sample, no breakage needle was observed. The swage and attachment area were observed as expected; however, it was found an excess wing on the tip needle. Based on the information currently available, the excess wing was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. It was reported that the needle broke when sewing in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ were x-rays taken to locate the needle piece(s)? No. Please confirm if 3 needles broke when sewing during this procedure. Did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - does a piece of the needle remain in the patient¿s tissue? If yes, ¿ is there any plan in place to remove the needle piece in the future? ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? Contacted with the sales rep today via phone, please refer to the event description, there's no report on patient's injury and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.